Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality.electrode belt sn 59123664 has not been returned. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event.

Event description:
A us distributor contacted zoll to report that the patient passed away on (B)(6) 2017 while wearing the lifevest. The patient was found unresponsive alone at home. The patient's nephew found the patient. A review of device download data reveals that the patient was treated seven times between 12:21:24 and 12:32:30. The rhythm at the times of the treatments was asystole. Asystole is considered a non-treatable rhythm. Oversensing of low amplitude input signal contributed to the false detections. The patient remained in asystole following the treatments. The device was shutdown at 12:48:31. The patient subsequently passed away. There is no indication that the treatments contributed to the patient death, as the patient was in a non-treatable, non-life sustaining rhythm prior to the treatments.